Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the emergency room with intravenous fluid and pain medication for elevated blood glucose (513 mg/dl). Cause for elevated blood glucose was unknown. Customer did not believe that she would be admitted to the hospital at the time of the report and declined follow up from tandem technical support. No additional information was provided.